Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 1. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release. While turning on pump the fva would not actuate and when logs were pulled gave an encoder board error and som crash. Encoder board was replaced and started to actuate while powering on, but with a slight delay in fva out pin would pause for a few seconds before returning to normal position. Flag board and flex cable were both replaced for fva and did not resolve issue with out pin. Pump was reverted back to manufacturing mode to test functionality of fva assembly and had failed the testing. The common cause for this failure is the som and due to log files having som crash it will be replaced during repair.

Event description:
The following has been reported: biomed reports- pump problem: red alarming, wont bypass system to see logs. No report of patient harm or any active infusion being stopped. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.